Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 600 mg/dl. Current blood glucose level of customer was 256 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that insulin pump was under delivering insulin. Customer did bolus but blood glucose did not go down. The insulin pump will not be returned for analysis.